Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version: 4.2.1. No products have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site indicated that a 3d scan had bad image quality. A herringbone pattern was noted. There were also issues transferring the scan to the industrial gateway server (igs), and only half of the scan would transmit. The image transmission issues could not be confirmed while troubleshooting. A 3d scan was performed on phantom without image quality issues. After starting the image acquisition system (ias) and mobile view station (mvs), the monitor showed message, "x-ray gain calibration recommended. Overdue 7 days." There was a reported delay to the procedure of more than 1 hour due to this issue before the surgeon opted to abort navigation, imaging, and the procedure altogether. The surgery was rescheduled. It was reported that a trauma surgery was being performed by doing a scan for the navigation system. The procedure was aborted after an incision was made, and the surgery was rescheduled for the next day.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure type was a sacroiliac and thoracolumbar surgery.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis determined that the issue was unrelated to software. Complaint data investigation found that the event was due to the user workflow. The image quality could be from the x-ray gain calibration that was overdue by one week. After the x-ray gain calibrations were performed, the system was performing as intended and there was no issue with the image quality. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.